Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 100% stenosed lesion was located in the proximal one-third of left circumflex artery saphenous vein shaft. The lesion was not pre-dilated. A 5x12mm liberte' bare metal stent was advanced to the lesion and deployed at 14 atms for 32 seconds. The stent was well positioned and well opposed. When the physician injected dye to assess stent deployment, it was noted that the delivery system had fractured where the over-the-wire portion of the device joins with the hypotube. A 2mmx175cm snare was used to capture the separated shaft. The physician successfully pulled the fractured portion back into the guide catheter and removed it along with the guide wire. A 5.0x20mm liberte' bare metal stent was also deployed in an 80% stenosed lesion in the proximal one-third of the mid right coronary artery to complete the case. No patient injuries or complications occurred. Patient status is satisfactory.